Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates the patient did not charge their ipg as recommended.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Updated a4 patient weight:

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.